Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and tortuous lesion in the renal artery. During advancement of the omnilink stent delivery system (sds), due to the vessel tortuosity, the sds failed to cross the lesion, and the stent dislodged. The dislodged stent was captured and successfully removed with a snare. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Only the stent implant was returned. A visual inspection was performed on the returned stent implant and the reported stent dislodgement was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. It was noted that the proximal portion of the stent implant was flared and bent and the distal portion of the stent implant was stretched and mangled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported failure to advance and stent dislodgement appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the heavily calcified and tortuous anatomy the sds encountered resistance with the anatomy resulting in the failure to advance and stent dislodgement. The noted damages to the stent likely occurred during removal with the snare device. Additionally, the treatment appears to be related to the operational context of the procedure as the stent was removed using a snare device. There is no indication of a product quality issue with respect to the design, manufacture.